Event description:
Boston scientific received information that the patient implanted with this device system suffered from twiddler's syndrome. Loss of capture (loc) and pocket stimulation were noted. A revision procedure was performed and the right ventricular (rv) lead was found in the pocket. The rv lead was removed and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The complete lead was returned. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal hv terminal pins. No discernable set screw marks were noted on the is-1 ring. Additionally, the rate/sense channel insulation was bunched in a several places and the distal end of the proximal spring electrode was separated from the lead body insulation. The lead body was slightly curled and dried body fluid was noted in the helix housing. The helix was extended and tissue was noted to be entwined in the helix. Direct current testing found the lead to be electrically continuous.